Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia overnight followed by hypoglycemia in the morning, with the user stating no additional carbohydrates were consumed, ilet corrections addressed the high glucose, and troubleshooting confirmed proper infusion set condition, tubing connection, and insulin delivery; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of carbohydrate intake to treat the low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.